Manufacturer narrative:
(B)(4). H6 codes: health effect - clinical code - 4532 - muscle/tendon damage. H6 codes: health effect - clinical code - 2434 - neck stiffness. B5 describe event or problem - additional. H6 codes: health effect - clinical code - additional.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025; the patient was in the sitting room, and the cgm reading was 6.0 mmol/l. The patient was feeling woozy, so he got up to take a bg reading and collapsed onto floor. He was found within 20 minutes by his wife. The wife checked the cgm reading which was 4.3 mmol/ and she called an ambulance. Due to the fall the patient experienced a facial injury and suspected whiplash and reported a ¿near loss of my life¿. When the paramedics arrived the blood glucose was so low that the patient was not breathing properly and completely unresponsive, nearly on the brink of a cardiac arrest. The cgm reading was 4.7mmol/l and the bg reading was 0.7 mmol/l. The patient was treated by the paramedics with glucagon injection, glucose gel, and intravenous (IV) glucose. The patient was taken to the hospital and monitored by blood pressure machine and heart machine. He was treated at the hospital with IV medication. The patient was hospitalized for observation for 6 days. On sunday (9th march) the cgm reading was 14.0 mmol/l and the bg reading was 8.0 mmol/l. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was in pain, had stitches on nose, bruise over right eye, damaged neck, muscle in neck and back. At the time of the follow up the patient was still recovering, slight migraines from concussion, small amount of muscular damage in neck, nose is healing, cuts and bruises have healed. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient loss consciousness. The reported glucose values fall within the c zone of the parkes error grid when paramedics arrived. The reported glucose values fall within the b zone of the parkes error grid prior to discharge. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025; the patient was in the sitting room, and the cgm reading was 6.0 mmol/l. The patient was feeling woozy, so he got up to take a bg reading and collapsed onto floor. He was found within 20 minutes by his wife. The wife checked the cgm reading which was 4.3 mmol/ and she called an ambulance. Due to the fall the patient experienced a facial injury and suspected whiplash and reported a ¿near loss of my life¿. When the paramedics arrived the blood glucose was so low that the patient was not breathing properly and completely unresponsive, nearly on the brink of a cardiac arrest. The cgm reading was 4.7mmol/l and the bg reading was 0.7 mmol/l. The patient was treated by the paramedics with glucagon injection, glucose gel, and intravenous (IV) glucose. The patient was taken to the hospital and monitored by blood pressure machine and heart machine. He was treated at the hospital with IV medication. The patient was hospitalized for observation for 6 days. On sunday ((B)(6)) the cgm reading was 14.0 mmol/l and the bg reading was 8.0 mmol/l. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was in pain, had stitches on nose, bruise over right eye, damaged neck, muscle in neck and back. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient loss consciousness. The reported glucose values fall within the c zone of the parkes error grid when paramedics arrived. The reported glucose values fall within the b zone of the parkes error grid prior to discharge. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - clinical code - 2434 - neck stiffness.